Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right atrial lead was damaged and could not be retracted. The lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue and a damage helix were confirmed. As received, a complete lead was returned for analysis. X-ray examination of the helix was noted to be compressed / damaged. The cause of the reported events were isolated to the compressed / damaged helix consistent with procedural damage. The helix mechanism test could not be performed due to the damaged helix as received. Electrical testing did not find any indication of conductor fractures or internal shorts.